Manufacturer narrative:
Unit passed displacement test, rewind, and basic occlusion test. Unit received with motor error alarm stuck in bolus delivery loop and motor position encoder error alarm confirm in alarm history screen. Motor may have had an intermittent failure not detected during our testing. Motor passed motor test. Unit received with cracked case on lcd display window corners,scratched lcd window, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error alarm and motor error alarm. The blood glucose at the time of the incident was 15 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.